Event description:
It was reported that during transnasal transsphenoidal fenestration in sellar region under ventriculoscope, the used grinding tip was broken. And the handpiece segment stump could not be pulled out. On follow up, it was confirmed that there was no patient or staff impact. It was reported that there is no procedure delay and additional surgery performed it was reported that the new drill to continue the surgery and the procedure was completed with backup product.

Manufacturer narrative:
H3: product analysis: evaluation determined that tool fractured. The likely cause was identified as that the 14cm telescoping tube used with the tool is past its intended life. It was also noted no laser markings on the distal piece of the tool were visible. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.